Event description:
Customer reported he was hospitalized due to diabetic ketoacidosis. He stated that the high blood glucose reading at the time of the hospitalization was 817mg/dl. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge